Manufacturer narrative:
The field service engineer (fse) followed-up with the customer who stated that they no longer had any issues following the reported issue with the ssc. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A system log review cannot be performed because the system logs are not available at this time. The system was not connected to onsite. No image or procedure video were provided for review. Based on the information provided, this complaint is considered a reportable malfunction due to the following conclusion: system unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer reported that the surgeon was unable to control the instruments from the second surgeon side console (ssc). Prior to calling in the issue, the surgeon moved to the other ssc and was able to take control of the arms. The technical service engineer (tse) asked if the surgeon had successfully swapped the master configuration and the customer replied yes. The tse asked if there were any faults that could have caused the staff to disable the master tool manipulator (mtm) prior to starting. The customer stated that they had no faults. The surgeon continued with the procedure at that time. The tse asked the customer to contact tech support once the procedure was over to continue troubleshooting and obtain the popup logs. The system was not connected so no logs could be reviewed at the time of the call, and the surgeon did not want to troubleshoot further at that time. The surgeon moved to the first ssc and continued with the case with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.